Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However customer troubleshoots the device installed new main board. The unit alarmed continuously and there is no display the ac/dc led are illuminated. All connections are connected. Powered up the unit but did not power at all. The customer also replaced the batteries noticed that the unit would not power on but the ac/dc led still illuminated. Technical support recommend to charge the unit over night if problem still persists power supply need to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed transducer fault and motor fault. The customer confirmed that there is no patient involvement associated with this reported event.